Manufacturer narrative:
The external visual inspection revealed the electrode was sliced at the fantail prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires at the fantail. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests performed. The device passed an electrical test performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly is experiencing intermittent lock. External equipment has been exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The date of this report is corrected to 10/10/2017. Revision surgery is reportedly scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.